Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third- party service center, the service technician observed blower foam degradation. Additionally, the device had dust contamination and displayed error code e062 (stuck_ramp_key), e063 (stuck_knob_key), e065 (stuck_encoder_a), e066 (stuck_encoder_b) and e053 (comp_log_sem_timeout). The device was scrapped by the service center after the evaluation was completed.